Event description:
It was reported that during a pta dialysis shunt procedure an atherotome was found partially detached from the peripheral cutting balloon following removal. The lesion being treated was located in the non-tortuous, non-calcified shunt. The peripheral cutting balloon was inflated twice to 8 atms each time, duration unknown. While removing the balloon, the technician encountered more friction then usual. Upon removal, one of the blades was found partially detached on the proximal side of the balloon. There was no consequence to the pt, and pt status was reported as 'okay'. The physician reportedly attributed the difficulties to the fact that a 6fr sheath was used instead of the 7fr sheath as recommended in the directions for use.